Event description:
Adverse event(s): "retractable sheath of the knife dislodged resulting a cut to the finger" (laceration(s)). Product problem(s): "dislodged resulting a cut to the finger" (dislodged or dislocated). The customer reported: a nurse reported that retractable sheath of the knife dislodged resulting a cut to the finger. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).